Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the blade of the first the device does not work well and hemostasis was poor. The other device suddenly did not work.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. The reported condition was not confirmed. The rfid logs were reviewed. The logs indicate the device had been successfully recognized and the device successfully activated by the client's generator. The device was plugged into a generator and activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.